Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) keeps stopping (7 times in 8 hrs) with gas gain alarm. The iabp was swapped to continue therapy per protocol. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) keeps stopping (7 times in 8 hrs) with gas gain alarm. The iabp was swapped to continue therapy per protocol. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10.